Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195 heart valves}; product ID {l-evolutfx-34}; product lot/serial number (B)(6); product type: {0195 heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. During the first deployment attempt of a transcatheter valve, the valve was deployed too deep. Subsequently, the valve was recaptured and re-deployed, however; on the second deployment attempt, an infold was observed through multiple views at an implant depth of 3 millimeters (mm). Subsequently, the transcatheter valve and delivery catheter system (dcs) were removed from the patient, and a new valve and dcs were used. Per the physician, the patient's anatomy contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant procedure, the infold was noted in left anterior oblique (lao) and right anterior oblique (rao) projection under fluoroscopy.